Event description:
It was reported that the ilet device generated an insulin occlusion alert while connected to an infusion set, and the user and support agent performed troubleshooting by disconnecting the tubing and observing for insulin drops. There were no kinks in the tubing; the occlusion resolved only after changing the supply, and the infusion set was identified as contact detach, lot 6014343. Outcomes included no reported impact on daily activities, work, or medical care beyond device troubleshooting and supply replacement. Investigation included technical support-guided troubleshooting and user inspection of the infusion set and tubing. Investigation of this case revealed that an occlusion condition was present in the infusion pathway that cleared with infusion set change. It was concluded that the event was consistent with an infusion set or tubing occlusion, resolved with replacement, and no further clinical intervention was required.